Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, upstream occlusion was not reproduced. A review of the event history log revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upstream sensor readings were out of the specification. The force sensor requires no-tube calibration to address this issue. During evaluation the device had a upstream occlusion. The cause was identified to be an out of the specification upstream sensor. The ultrasonic sensor calibration was required to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.